Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit cannot start up. The issue occurred during preparation for use before an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. Updated fields: h3, h4. Corrected fields: h6 component code. The device was returned to olympus for evaluation, and the customer's reported issue was not confirmed. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a definite root cause could not be determined. Olympus will continue to monitor the field performance of this device.